Event description:
It was reported by a non-medical professional that the patient underwent surgery for treatment of intractable neck pain and a repeat cervical fusion. It is alleged that after surgery, the patient began to experience intractable neck pain and difficulty swallowing. Subsequently the patient was informed that the plate had moved and as a result had protruded into adjacent tissue. It is reported that because of this migration, the patient allegedly suffers and will continue to suffer neck pain and dysphagia.

Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies were returned to the manufacturer for evaluation. With the available information we are unable to determine a cause of the reported event.